Manufacturer narrative:
The subject device was returned and evaluated by olympus, and the 'no image' was confirmed. The device was repaired and sent back to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the image did not appear because the image was not transported to the processor due to cable damage. The damage of the cable was likely caused by user's handling. Contents found in the instruction manual on the damage of the cable was identified in the following, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 centimeters. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during an diagnostic procedure. No additional information has been obtained.